Manufacturer narrative:
(B)(6). Section d4: no device details were provided from the healthcare facility thus this field was left blank. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the photographs and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph observed a small hole on the base of the mr290v humidification chamber. It was also reported by the healthcare faciltiy that bromhexine and saline solution were nebulised. Conclusion: f&p healthcare's investigation was unable to determine the root cause of the observed issue. However, based on the information provided, the reported water leakage is most likely associated with the hole in the base of the chamber, which is likely the result of saline solution being introduced to the subject device. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber was found leaking water near the chamber base after being used for two weeks. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber was found leaking water near the chamber base after being used for two weeks. There was no patient involvement as the issue was found whilst the device was not in use on a patient.